Event description:
It was reported that the bivona tracheostomy tube was broken at the flange. The issue was noticed by the care agency when checked before a tube change. The tracheostomy tube had to be changed to prevent any adverse events to ability to breath. The event occurred while in use with the patient.

Manufacturer narrative:
One device was received. During the visual inspection, it was identified that the flange component had a split near to the connector, on the side of the printed information. The split is only visible when the flange is bent and is only on the surface of the printed side of the flange and does not cut across the flange. The most probable root cause for the condition identified in the flange could have been due to an improper execution of the method of extraction of the component from the mold. However, there is also a possibility of having this type of damage by having contact with sharp edges during use. A device history record (DHR) review could not be performed as the lot number was unknown.